Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to high blood glucose of 560mg/dl. The events leading her admission was weakness, minor difficulty breathing, dizziness, and frequent urination. The customer was experiencing unexplained high glucose since the night before the event. Troubleshooting was performed. The customer's most recent glucose reading was 280mg/dl and was treated with the insulin pump. The programming, time, and date on the insulin pump were correct. Ran a fixed prime test and passed. No further information was provided.